Event description:
It was reported that during the surgery, this complaint product didn't work even the motor at all. No harm and no info on delay. Subsequent evaluation reportedly confirmed the unit would not power on, and visual inspection of the power pack identified battery electrolyte leakage inside the pack. Diligence is complete.

Manufacturer narrative:
This event is being recorded under (B)(4) as an initial/final report. G2: foreign - event occurred in japan. E1: telephone- (B)(6). Complaint can be confirmed through the returned product analysis. Review found that the device would not power on. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The device history record was not reviewed due to lack of lot identification; lot identification was not provided. Root cause has been identified as a manufacturing issue exacerbated by a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.